Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) female patient's husband called in to zoll lifecor customer support to report that one of the patient's batteries is giving the "battery pack fault" light when it is on the charger. Support issued the patient a replacement battery pack.